Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The forceps wire has a cut. In addition to evaluation in b5, due to wear of forceps control lever, water tightness was lost. Paint on suction cylinder was peeled. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. The switch box had a scratch. The control unit had discoloration. The control unit had a scratch. Suction cylinder was shaved. The adhesive on the bending section cover had a crack. The adhesive on bending section cover had a chip. Due to wear of angle wire, bending section could not be bent in up direction at all. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Connecting tube had a scratch. Plastic distal end cover had a scratch. The protector of universal cord on scope connector side had a scratch. The scope cover plate was detached. Image guide protector had a scratch. The scope cover had a scratch. The scope connector had a scratch. The universal cord had a scratch. Grip had a scratch. Electrical connector had discoloration due to water leakage. Reprocessing of subject device: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had a broken forceps lifting wire. There was no report of user or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign matter in the nozzle due to insufficient cleaning.